Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 20. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.

Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures,that production and process controls are in place to ensure that batchesconfirm to the applicable specifications before they are distributed. The loss of an endosseous dental implant after successfulosseointegration and restoration is a known inherent risk of theprocedure.implants may have to be removed in case one or more of the implantsuccess criteria are not met.implant success criteria according to buser et al. (1991) are:1. Absence of persistent subjective complaints such as pain, foreignbody sensation and /or dysesthesia.2. Absence of a recurrent peri-implant infection with suppuration.3. Absence of implant mobility.4. Absence of a continuous radiolucency around the implant.the manufacturer's trend analysis confirms that the reported failurerate associated with its dental implants is below the expected failurerate for this treatment as published in the scientific literature.